Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated hte occlusion balloon to 5mm to occlude the vesel. The physician tested the vessel with contrast and noticed that the vessel was not occluded. The physician increased the occlusion to 5.5mm to fully occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter. The physicain was going to perform aspiration on the vessel and the occlusion balloon deflated unexpecedly. The device was removed from the pt. The pt is reported to be fine.